Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed post paced t wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was unknown.

Event description:
New information noted the implantable cardioverter defibrillator (ICD) was explanted and replaced.

Manufacturer narrative:
The reported event of sensing anomaly was not replicated in the laboratory. Electrical, longevity, and visual analysis was normal with no anomalies found.